Event description:
This report is to advise of an event observed during analysis.

Event description:
Additional information, it was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, st. Jude medical crmd reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 20.6 cm to 20.8 cm from the connector pin. Abrasions are indicative of constant friction with another implantable device.